Event description:
The customer reported that on (B)(6) 2013, during a b shift, they attempted to perform the daily function test on the autopulse platform. The autopulse unit displayed low power on 4 separate batteries that had indicated full charge. However, c shift was unable to replicate the problem. No pt involvement was reported.

Manufacturer narrative:
The autopulse platform with serial number (B)(4) was received on (B)(4) 2013 for investigation. Visual inspection showed that there was no damage observed to the platform and battery housing connector. A review of the archive data file showed fault 13 (battery fault detected) message on the date of the event ((B)(6) 2013). However this could not be duplicated during testing. During functional testing, the platform was tested with four different batteries. The platform powered up without any battery low or replace battery message. In summary, the reported complaint could not be confirmed.